Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  This reported is regarding the embolized valve.  Please reference related manufacturer report no: 2015691-2019-01465  regarding the delivery system. Investigation is underway.

Event description:
Per the field clinical specialist report, a 26mm sapien 3 ultra valve was to be placed in a pre-existing epic surgical valve (implanted 10 days before) in the mitral position via trans-septal approach. The 26mm ultra delivery system had difficulty crossing the septum and difficulties crossing the surgical valve, but crossing was achieved. During inflation, the distal tip of the balloon did not inflate as 'something' was restricting it and the balloon appeared to be expanding on the inflow, not the outflow. Due to these difficulties the balloon 'popped' out of place. After multiple attempts, the valve was able to be positioned again within the surgical valve and the valve was deployed. Post deployment it was noted that the valve was partially expanded and post dilation with a true balloon was performed. However, the valve embolized into the atrium. The family did not want the patient to have surgery. The patient was comfort measures only and was transferred to the ICU, and subsequently passed away. An autopsy is not to be performed. After the ultra delivery system was removed, it was played with on the back table and inflated without issues. The cause is unknown; however it was mentioned that the anterior portion of the pre-existing surgical valve or suture may have caused the issues during deployment.